Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: moobaosen wu yuesong wang jianchun wei zhihuang zhiwei xiaolong. Clinical study of single-hole thoracoscopic radical resection of lung cancer in the treatment of elderly non-small cell lung cancer. [Clc] r 734. 2 [literature identifier] a [article number] 1673-6575 (2022) 04-0478-04 doi: 10 11864/j issn 1673 2022 04 19. The aim of this clinical study was to investigate the clinical effect of single-hole thoracoscopic radical resection of lung cancer in the treatment of elderly patients with cell lung cancer (nsclc), a total of 88 elderly patients with lung cancer were included in the study. These patients were divided into two groups; single-hole(n=44), consist of 28 male and 16 female with the mean age of 66 to 76 (69. 70 ± 2. 50) years while the three-hole group according to random number(n=44), consist of 25 male and 19 female with the mean age ranged from 66 to 74 (70. 05 ± 2. 80) years. The patients in single-hole group were treated with single-hole thoracoscopic radical surgery, and the patients in three-hole group were treated with three-hole thoracoscopic radical surgery. The surgery which mainly includes johnson & johnson cutter stapler, domestic flexible endoscopic cutter stapler, olympus ultrasonic scalpel (from unknown manufacturer), manual electric hook or foot electric coagulation hook (from unknown manufacture), thoracotomy device, silk ligature was also used for vessels with difficult vessel sealer placement, cannot force interposition follow up were unknown. Reported complications: endoscopic linear cutter (johnson & johnson cutter stapler). -lung infection(n=1), treatment: not reported. -atelectasis(n=4), incision bleeding(n=1). Treatment: not reported. Pneumothorax(n=2), treatment: not reported. In conclusions, single-hole thoracoscopic radical resection of lung cancer in the treatment of elderly patients with cell lung cancer is superior to three-hole thoracoscopic radical resection of lung cancer in terms of beautiful incision, improvement of postoperative pain and shortening of hospital stay, and it is safe and feasible. It is worthy of being widely popularized and applied.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.